Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to load a new cartridge after being unable to verify or return the original cartridge and was able to successfully resume insulin delivery with the replacement.